Manufacturer narrative:
It was reported that the ventilator had a leakage. The ventilator was investigated by our field service engineer on-site and the expiratory membrane and moisture trap was determined defective and replaced which solved the issue. No log files have been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).